Event description:
It was reported that a malfunction occurred on the pump, identified by malf 12 on the display. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump by cts and advised to continue using the pump, with instructions to contact cts if any malfunction code recurs.